Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with detachment of needle.

Manufacturer narrative:
Investigation summary: investigation summary: customer returned (1) loose 1cc syringe. Customer states that the needle detaches. The returned syringe was examined and exhibited a detached cannula with the loose cannula received in the shield. The sample was examined under the microscope and exhibited adhesive runoff onto the barrel and little adhesive in the cannula well. The loose cannula was also examined and exhibited adhesive on the cannula shaft. A review of the device history record was completed for batch# 6076775. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. The probable root causes for this issue are: 1) incomplete adhesive cure - uv bulb intensity is insufficient, belt speed through the uv oven is too fast (current controls: in-process inspections, preventive maintenance plan & process parameters have been validated). 2) insufficient adhesive - improper cannulation and adhesive application, adhesive runs out of the barrel tip/hub adhesive well (current controls: point inspect machine detects and ejects defective parts, in-process inspections, waste monitoring). As per manufacturing, "CAPA 226773 was initiated by the holdrege plant to address 1ml customer complaints, specifically bent cannula and cannula separates, and their associated root causes. Batch# 6076775 was manufactured prior to initiation of this CAPA, therefore, no additional actions at this time."

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with detachment of needle.